Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they thought they messed up and migrated and that they're having a return of symptoms. Patient stated that they had an MRI and that the nurse in the MRI facility helped them turn off the ins in their right instead of the ins in their left. Patient then clarified that since after their MRI, they were having bladder problems. Patient also mentioned that they were not sure if the older ins reached its end of service. Patient then stated that when they have their therapy turned off during mris, they weren't turning their therapy back to the previous settings and they had issues with it including bladder infection. When asked for the event date, patient did not provide a clear answer. Patient also asked about the possible risks of having MRI without turning the therapy off. Agent reviewed MRI safety information and redirected patient to hcp to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.